Event description:
It was reported that the customer experienced an elevated blood glucose (BG) level of 535 mg/dL; cause unknown. Customer administered a correction injection as well as performed a supply change to address the BG. Customer to replace supplies as necessary and resume insulin.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.